Event description:
It was reported that post a drug eluting stenting treatment procedure, where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Event description:
Same patient as MDR ID #: 2134265-2012-04066. It was further reported that the index procedure identified a critical lesion of approximately 90% stenosis located at the bifurcation of the first diagonal branch and left anterior descending (lad) artery. A 3.0x16mm taxus drug-eluting stent was placed in the lad and a 2.75x12mm taxus drug-eluting stent in the diagonal branch in a "crush stent" technique. The patient had an excellent angiographic result. The patient was discharged on medical therapy. Approximately 696 days post index procedure, the patient underwent a colonoscopy and was required to be off plavix for five days prior. Post colonoscopy, the patient began having chest pain and was transferred emergently. Cardiac catheterization revealed an aterolateral wall myocardial infarction (mi) and thrombotic occlusion of the previously placed stents in the lad and diagonal. Angioplasty was performed in both vessels and a 3.0x20mm stent was placed in the lad for treatment.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and not be reviewed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.

Manufacturer narrative:
(B)(4).